Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge well. The patient underwent an ipg replacement procedure wherein an MRI compatible was implanted, and patient was doing well post operatively. No device malfunction was suspected. The explanted device will not be returned due to hospital policy.